Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per the instructions for use. The patient did not have tortuous vessels however, very mild calcification appeared on "cine images." It was also noted that the patient had an infectious disease. When the fiberoptix sensor (fos) connector and the cal key were connected to the pump, the pump did not recognize the fos connector. Nevertheless, the iab was inserted via a teflon sheath into the patient's left femoral artery. Soon after the intra-aortic balloon pump (iabp) therapy began, the pump alarmed helium leak and blood was noticed in the drive line tubing. As a result, the iab and teflon sheath were removed and the md inserted an iab-06840-u successfully. There was no reported patient death or injury. Medical/surgical intervention was not required. There was no reported delay or interruption in iab therapy. There were no patient complications and the patient outcome is listed as "good." Additional information received on (B)(4) 2011 from teleflex (B)(4) office stated "the insertion site of the iab-06840-u was the left femoral artery, same as the first insertion site. There were no reported delay or interruption of therapy."